Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was initially reported that the device would not power on with ac power, but functioned normally on dc power. There was no pt use associated with the reported failure. Upon further eval, it was determined that the device would only charge defibrillation energy from 2 to 10 joules.